Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Correction: section b5 corrected. Correction: section h6 corrected - health effect - clinical code to "no clinical signs, symptoms or conditions" from "insufficient information". Correction: section h6 corrected - health effect - impact code to "no health consequences or impact "from "insufficient information".

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). There were no reported patient symptoms or consequences.